Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer was unable to provide the bg value; however, the customer believed the bg value to be 60 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates in the meal and the bolus requested by the pump was for a higher amount of carbohydrates than what had been consumed. The customer consumed candy to treat the bg level. Recommendation was made to consult with health care provider regarding diabetes management.